Event description:
It was reported that the patient presented in the operation room for generator change and lead replacement procedure. The right ventricular (rv) lead was experiencing over-sensing noise leading to pacing inhibition, as well as a low pacing impedance before the procedure. The rv lead was capped and replaced on (B)(6) 2022. The patient was recovering well after the procedure.

Event description:
New information received notes that the patient was stable.